Event description:
It was reported that the cuff is leaky and required a tracheostomy tube change. The cuff is slowly losing air in the cuff, causing it to leak and this is audible. Pneumonia and atelectasis were reported. X-ray description was: "new left-sided lower lobe atelectasis and general blurring of the left hemithorax and there may be new pleural fluid on the left side. Potential lot numbers: 4400617, 4401458 or 4395734.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review for the potential lot numbers showed there were no discrepancies or non-conformances during manufacturing. If the product is returned the manufacturer will re-open the complaint for further device analysis.